Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01-delsys / expiration date: 28-aug-2021/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Device mfg date: 27-mar-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure of the leadless implantable pulse generator (ipg), hypotension and perforation with pericardial effusion were observed. Pericardiocentesis was performed. Leadless ipg remains in use. No further patient complications have been reported as a result of this event.